Event description:
Received silicone implants approx 22 years ago. Silicone implant rupture approx 8 years ago and hospitalized. Silicone along with some chest muscles removed. Saline implants replacement. Have back documentation citing fatigue and joint pain for more than ten years. The last year pt has progressively worsened and internist ran test and has been diagnosed with multiple autoimmune diseases along with cmv being activated in system. Pt is presently in process of more testing for a more specific set of problems in order to have appropriate medication program started.